Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. After several pre-dilations to prepare the lesion, a 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, prior to crossing the lesion, the shaft broke approximately 10-12centimeters proximally in the hemostatic valve. The device was easily removed, and the procedure was completed with another device. There were no patient complications reported.